Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose has been high and wants to troubleshoot insulin pump. Customer does not recall any significant events leading to the high blood glucose. Customer's blood glucose was over 500 mg/dl at the time of incident and 292 mg/dl at the time of call. Troubleshooting found that the pump was working as intended and customer was advised to monitor pump and to follow up with doctor if high glucose levels continue.